Manufacturer narrative:
The cautery pencil reported as 'sparkling' upon use was returned to the vendor or inspection. An evaluation was completed without the ability to determine a root cause for the reported problem. The vendor determined by evaluation of the returned device and records review that the pencil was manufactured according to specification and product manufacturing procedures. Trending files were also examined with no findings pertinent to this reported problem.

Event description:
"When using this product in the oral cavity to remove tonsils, sparks erupted from the tip of the bovie."